Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming failed self-test. The insulin pump alarmed failed self-test after performing the self-test. Customer's blood glucose level was 400 mg/dl. A rf test failed alarm was discovered in the alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. Unable to verify failed alarm due to a64 alarm. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.